Event description:
Customer reported that most of the results from quality control (qc) samples were out of established ranges on module 4 of the au5800 clinical chemistry analyzer. No erroneous results were generated as failing qc prevented patient testing at that time. There was no affect to patient treatment. The potential exists for affected results to have been generated for any assay running on that module including critical assays.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to evaluate the instrument and discovered that washing water was dripping into the cuvettes from the cuvette washing nozzles. The water was dripping due to a defective e-valve in the cuvette washing water drain line. The fse removed and replaced the valve. System performance was validated following service. No further reports of issues were noted following service. (B)(4).